Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the teeth worn on the swivel sleeve. The nylon washers and the retaining rings were also worn. Components will be replaced each time preventive maintenance is performed. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1018 mayfield swivel adaptor found the teeth were worn on the swivel sleeve.